Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) went onsite and identified flexvision pc failed to boot up, and the application did not finish launching. The analysis of log file confirms the malfunction with flexvision pc. The philips engineer replaced bios battery of flexvision pc. Following replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to startup. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.